Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 8f amplatzer treviso delivery system (ds). The physician washed the device in saline solution during prep. During procedure, when it was time to open the discs, it was noticed that the prosthesis presented in a cobra deformation. Despite multiple attempts, the device wouldn't open normally. The device was replaced with a 11mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 8f amplatzer treviso delivery system (ds). The physician washed the device in saline solution during prep. During procedure, when it was time to open the discs, it was noticed that the prosthesis presented in a cobra deformation. Despite multiple attempts, the device wouldn't open normally. The device was replaced with a 11mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.